Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal and excessive bleeding during menstruation, abnormal bleeding (vaginal, menorrhagia)"), uterine haemorrhage ("irregular uterine bleeding"), device dislocation ("other coil is no longer in the fallopian tube") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 49-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: unintentional medical device removal "during dilation and curettage one of the coils was extracted" on (B)(6) 2016 and device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's concurrent conditions included menses irregular, genital wart, hyperkeratosis and condyloma. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with pelvic pain and abdominal pain lower, libido decreased ("low libido"), cyst ("other injury(ies) or complication(s) please describe: cysts"), migraine ("migraines / headaches"), headache ("migraines / headaches"), rash ("rashes or skin conditions type:rashes on back") and uterine leiomyoma ("fibroids"). The patient was treated with cortisone, surgery (dilation and curettage, ablation of genital warts on (B)(6) 2016) and surgery. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the menorrhagia, vaginal haemorrhage, rash and dysmenorrhoea had resolved, the uterine haemorrhage, device dislocation, libido decreased, cyst, migraine, headache and uterine leiomyoma outcome was unknown and the dyspareunia was resolving. The reporter considered cyst, device dislocation, dysmenorrhoea, dyspareunia, headache, libido decreased, menorrhagia, migraine, rash, uterine haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 27-jun-2018: from pfs event "fibroids" added and "rash on back" is updated. Outcome of event "painful intercourse" is recovering and event "rash" is recovered. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal and excessive bleeding during menstruation, abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), uterine haemorrhage ("irregular uterine bleeding") and device dislocation ("other coil is no longer in the fallopian tube") in a 49-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: unintentional medical device removal "during dilation and curettage one of the coils was extracted" on (B)(6) 2016 and device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's concurrent conditions included menses irregular, genital wart, hyperkeratosis and condyloma. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with pelvic pain and abdominal pain lower, libido decreased ("low libido"), cyst ("other injury(ies) or complication(s) please describe: cysts"), migraine ("migraines / headaches"), headache ("migraines / headaches"), rash ("rashes or skin conditions type: rashes"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (dilation and curettage, ablation of genital warts on (B)(6) 2016) and surgery. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the menorrhagia, vaginal haemorrhage, rash, dysmenorrhoea and dyspareunia had resolved and the uterine haemorrhage, device dislocation, libido decreased, cyst, migraine and headache outcome was unknown. The reporter considered cyst, device dislocation, dysmenorrhoea, dyspareunia, headache, libido decreased, menorrhagia, migraine, rash, uterine haemorrhage and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters and events ( irregular uterine bleeding) were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal and excessive bleeding during menstruation, abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and device dislocation ("other coil is no longer in the fallopian tube") in a 49-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: unintentional medical device removal "during dilation and curettage one of the coils was extracted" on (B)(6) 2016 and device monitoring procedure not performed "did you undergo an essure confirmation test: no". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with pelvic pain and abdominal pain lower, libido decreased ("low libido"), cyst ("other injury(ies) or complication(s) please describe: cysts"), migraine ("migraines / headaches"), headache ("migraines / headaches"), rash ("rashes or skin conditions type: rashes"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (dilation and curettage, ablation of genital warts on 17-mar-2016). At the time of the report, the menorrhagia, vaginal haemorrhage, rash, dysmenorrhoea and dyspareunia had resolved and the device dislocation, libido decreased, cyst, migraine and headache outcome was unknown. The reporter considered cyst, device dislocation, dysmenorrhoea, dyspareunia, headache, libido decreased, menorrhagia, migraine, rash and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received: new reporters, patient demographic information, product indication, removal date, new events vaginal haemorrhage, rash, migraine, dysmenorrhea, dyspareunia, cyst and device monitoring procedure not performed added. Outcome for the events menorrhagia, vaginal haemorrhage, dysmenorrhea, dyspareunia and pelvic pain added as recovered / resolved. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal and excessive bleeding during menstruation") and device dislocation ("other coil is no longer in the fallopian tube") in a female patient who received essure (ess205) for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: unintentional medical device removal "during dilation and curettage one of the coils was extracted". On (B)(6) 2006, the patient started essure (ess205). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and clinically significant/intervention required), device dislocation (seriousness criterion medically significant), headache ("headaches"), abdominal pain lower ("cramps"), pelvic pain ("pelvic pain") and libido decreased ("low libido"). The patient was treated with surgery (dilation and curettage on (B)(6) 2016). At the time of the report, the menorrhagia, device dislocation, headache, abdominal pain lower, pelvic pain and libido decreased outcome was unknown. The reporter considered menorrhagia, device dislocation, headache, abdominal pain lower, pelvic pain and libido decreased to be related to essure (ess205). Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced abnormal and excessive and abnormal bleeding during menstruation (menorrhagia), amongst non-serious events. She underwent a dilation and curettage to help with the excessive bleeding and during the procedure one of the coils was extracted. The other coil was no longer in the fallopian tube (device dislocation). The events are anticipated in the reference safety information for essure. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumer under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between the reported events and suspect insert cannot be excluded. The exact date and mechanism of device dislocation is not known. Considering the nature of the event, a causal relationship with essure was considered as related. This case was regarded as incident due to the required medical intervention. A product technical analysis is being sought. Further information will be obtained through the litigation process.